Event description:
It was reported the implantable neurostimulator (ins) was unable to provide longevity estimates after therapy measurements were completed. The longevity estimate was based on new implant indicative of power on reset (por). The event was ongoing.

Event description:
Additional information from the representative reported a power on reset (por) was seen. Since the stimulator had a por it would always show for new stimulator since it lost its memory storage.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # v699552, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).